Event description:
It was reported that the 9800 system failed to display an image during a case. The system had to be removed. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the video controller pcb. The system was tested and found to be working as intended and placed back into service.